Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s housing separated such that the device required taping to remain intact, while the pump continued to function. Symptoms included no adverse clinical effects and no alerts or alarms were reported. Outcomes included continued glycemic monitoring with reported normal blood glucose values, with the patient using multiple daily injections temporarily due to supply constraints. Investigation included device replacement logistics, user education on shutdown procedure, and data management guidance. Investigation of this case revealed a mechanical enclosure issue consistent with screen bezel or case separation while core pump function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical housing failure of the device enclosure.